Event description:
The customer reported that the large window zipper separates when the zipper has been closed. There was no patient injury reported. Posey advised the customer to put the canopy out of use.

Manufacturer narrative:
(B) (4) - zipper separates. Evaluation of the returned product shows that the window side a insert pin on the zipper is ripped from the tape. (B) (4).